Manufacturer narrative:
Initial reporter is a family member. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted in (B)(6) 2018 due to hydrocephalus. Post-operatively, the patient returned to the hospital for rehabilitation treatment. Reportedly, according to the doctor¿s advice, if the patient felt discomfort, the reservoir could be pressed ¿20 times manually.¿ it was stated that when the patient pressed the reservoir at the time of the report, the reservoir rebounded slowly. At the time of the report, the patient had occasional dizziness and discomfort and was hospitalized.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the decision of the patient's family was to observe at home first and then go to the local hospital for hospitalization. It was noted that if the doctor thought that the condition was related to the valve pressure and issues medical advice, the family or doctor would contact the sales representative and cooperate with the local agent for pressure regulation.